Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem ((B)(4)) and metal femoral head ((B)(4)) was reported. Following review of x-rays by a clinical consultant malposition of the trident shell was confirmed. Method & results: - device evaluation and results: not performed as the device was not returned. The device remained implanted. - medical records received and evaluation: a medical review was performed and concluded: "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision." - device history review: not performed as the device lot number is unknown. - complaint history review: not performed as the device lot number is unknown. Conclusions: the root cause of the event was determined to be related to cup malposition. A clinical review did not indicate any evidence of a device related issue. No further investigation for this event is possible at this time. If devices and / or additional information such as adequate clinical or radiological information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.

Event description:
Patient was revised for catastrophic trunnion wear of his left accolade hip stem. The stem and liner were explanted. The tritanium shell was retained. A new liner was placed. A competitive femoral stem was implanted.